Event description:
It was reported that an insulation breach was detected, inappropriate therapy was delivered due to noise, and erosion was present. The lead was explanted. No patient complications have been reported since the lead was explanted.